Event description:
It was reported that during post-implant follow-up in clinic, it was noted that the device was not pacing. The cause of the issue could not be determined by the physician. Device was explanted and replaced. There were no adverse consequences to the patient. Patient¿s condition was stable.

Manufacturer narrative:
The reported field event of no output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.